Event description:
It was reported that the patient presented with an infection. The entire system was explanted and replaced. There were no patient consequences the patient is recovering.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.